Event description:
It was reported that post-operatively, a fragment of a broken bur was observed in MRI images. It was also reported the fragment remained in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur reported involved in this event was returned for evaluation where the bur returned was observed to be broke at the cutting end. The bur was evaluated by product engineering who concluded that this bur breakage is as a result of metal contact from the suction device during the procedure. The instruction for use(IFU) associated with attachments for use with this bur indicate the bur is for use as follows; "when used with these motors, the elite and heavy duty attachments and cutting accessories are intended to cut teeth in the following manner: sectioning, segmenting, splitting, fragmenting,extracting, removing, drilling, and reaming. " the IFU also contains the following warning; "¿ do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory. "

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that post-operatively, a fragment of a broken bur was observed in MRI images. It was also reported the fragment remained in the patient. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.